Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Patient reported a left side "hardening and concern with the product." In addition, patient reported left side fluid. Healthcare professional later reported left side fluid buildup as well as bilateral exchange from textured to smooth due to concern with the product. Device remains implanted.